Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had sporadically elevated blood glucose (bg) levels within the ranges of 280-300mg/dl, and ketones. The customer treated via correction bolus. Tandem technical support was unable to troubleshoot the pump, as the customer was not wearing it at the time of the call. Recommendation was made for the customer to consult with their healthcare provider to discuss their bg levels.